Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017- device evaluation: in q3 2017, there were 3 instances of temp - moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 7-45 years of age and between 38 and 195 pounds. Of the reported patients, 4 were male, 3 were female.